Event description:
It was reported that during a laparoscopic low anterior resection procedure, the blade of the device snapped during application on tissue. The blade fell into the pt and was recovered. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.